Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on and had illuminated it's service led. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed user interface pcb assembly. The cause of the reported issue was determined to be due to a shorted capacitor, c181, on the user interface pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on and had illuminated it's service led. There was no patient use associated with the reported event.